Manufacturer narrative:
Results: a review of the device history revealed no related quality notifications. Retentions samples for lot # 5120623 have been tested with no stopper pullout or pop off observed. The investigation of the photos sent by the customer indicated a holder from an unknown manufacturer being used with the bd tube . We are not sure of the reaction of a bd product with a competitor product. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® sodium citrate tube, .105 m/3.2% had a stopper forced out and the glass broken during blood collection. This caused splashing of blood. No serious injury, no medical interventions. No mucous membrane exposure reported.